Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to pain at the pump site. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving hydromorphone 5.0mg/ml for a total dose of 0.7707mg/day and bupivacaine 10mg/ml for a total dose of 1.541mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 the patient reported pain at the pocket site. It was noted that the pain at the pocket site was an ongoing problem. On (B)(6) 2017 the patient had intrathecal baclofen pump nearing end of service life, therefore a catheter dye study was performed. The dye study performed revealed normal catheter results and the pump system was intact and functional. On (B)(6) 2017 removal of the occluded intrathecal catheter was done. It was noted they repaired the cerebrospinal fluid leak which did not require a laminectomy a new intrathecal pump and catheter were implanted. Intervention included the entire system was explanted/replaced on (B)(6) 2017 and disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter occlusion was not determined. It was noted the baseline weight was not measured.